Event description:
It was reported to philips that the system shows a low voltage error on the therapy board during the charge of the condenser. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device showed a low voltage error on the therapy board during the charge of the condenser. The rse evaluated the device remotely and determined that the low voltage error on the therapy board was due to a defective therapy pca (printed circuit assembly). A service quote was provided to the customer, but was subsequently canceled, as the customer declined service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective therapy pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The quote was canceled by the customer. No repair activity was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.